Manufacturer narrative:
(B)(4).

Event description:
Procedure: bullectomy. Customer states that upon the second fire, the surgeon clamped the tissue, pushed the green button and press the blue toggle to fire the device with the green lamp flashing; however, the device stopped firing after advancing slightly. The surgeon attempted to fire the device again; however the device did not fire at all.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was pre-fired and engaged in interlock. The interlock was overridden then the reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: additional information received from the account stated that the device partially fired. To fix the incomplete staple line, the surgeon fired again with another reload from where the first staple line left off.